Manufacturer narrative:
Main investigation conclusion the reported event of power cable disconnect alarms was able to be confirmed. The heartmate 3 system controller (serial number: (B)(6)) was returned for analysis, and a log file was submitted for review and another was downloaded for review. A review of the submitted log files showed overlapping events spanning approximately 3 days ( (B)(6)2021 per timestamp). Events captured on (B)(6) 2021 took place in the testing labs at abbott. Atypical power cable disconnect alarms were active on (B)(6) 2021 at 08:30:28 ¿ 08:31:00 and were coincident with rsoc invalid fault alarms occurring on the white power cable. The alarms occurred while the controller was connected to the 14v li-ion batteries and the alarms cleared shortly after activating. There were no other notable active in the log file. Pump operation was not affected. The controller was functionally tested and was found to operate as intended. Additional information provided on 20sep2021 stated that the alarms resolved on its own and were unable to be reproduced. The root cause of the reported event was unable to be conclusively determined through this investigation. Heartmate iii instructions for use, rev. C, section 7 entitled ¿alarms and troubleshooting¿ and heartmate iii patient handbook, rev. C, section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms including power cable disconnect alarm conditions, and the actions to take if the alarms cannot be resolved. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed for the system controller (serial number: (B)(6)) and was found to pass all manufacturing and qa specifications before being shipped to the customer. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had an alarm that said, "connect power" and the black cable led lit up while they were attached to the mobile power unit (mpu). They went to battery and the patient had the alarm again on (B)(6) 2021. The controller, the cable, the pins, the battery clips, and the mpu were inspected and no damage was found. They were unable to reproduce any alarms. The log file revealed an abnormal number of black cable no power readings while the patient was on either battery or mpu. It was recommended to exchange the controller.